Event description:
Patient experienced desaturations to the 60s. Attempted to complete closed, inline suction three times with no secretions noted in the tubing. Patient proceeded to desaturate significantly to the 30s. The suction tube connected to the wall was noted to have adequate suction to 100mmhg and the decision was made to remove the inline closed suction due to malfunction. Ppv was initiated and a large plug was seen in the ett. Open suction with an 8 fr suction catheter was completed and a large plug was removed. Patient is doing well after the incident without any additional injury. Device was in use for less than 24 hours when event occurred.